Manufacturer narrative:
The test strips have been requested for investigation. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number up01494551 compared to a laboratory using the homosil recombiplastin 2g reagent. At 10:15 am, the result from the meter was 2.5 inr. At 12:39 pm, the result from the laboratory was 3.3 inr. The patient's therapeutic range is 2.0-3.0 inr.